Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that while the patient was in the hospital for a non device related issue, interrogation of the pacemaker found the battery remaining to be at 11 months after only being implanted for less than two years. It was noted that the patient has had intermittent atrial fibrillation (af) and atrial flutter for the last month. Engineering reviewed data stored in the device's memory and found that the battery diagnostic data indicates the power consumption of this device has been increasing during the past year. Replacement of the pacemaker was recommended. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.